Manufacturer narrative:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5069419) on 18-may-2017. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic discomfort ("strong pressure in my pelvic area") in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity and uterine bleeding. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 60 lbs within a year/ weight gain"), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel reaction/ nickel allergy"), rash generalised ("generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization and disability). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse") and post procedural discomfort ("patient tolerated the procedure with mild discomfort"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (gall bladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash generalised, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension and post procedural discomfort outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash generalised, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . All lab tests were done and everything were normal . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: abnormal bleeding (vaginal), nickel reaction, apareunia (inability to have sexual intercourse), patient tolerated the procedure with mild discomfort, generalized rash, migraines, dysmenorrhea (cramping), fatigue, chronic bloating, urgency, sui. Outcome of events pain, cramping, headaches, abnormal bleeding, allergic reactions were updated to recovered/ resolved and weight gain to not recovered/ not resolved. Concomitant conditions, historical condition, historical drug and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5069419) on 18-may-2017. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic discomfort ('strong pressure in my pelvic area') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity, uterine bleeding, body mass index normal and gallbladder removal. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction: nickel reaction/ nickel allergy"), rash ("rashes or skin condition: generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("bladder or urinary problems or changes. : urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating") and was found to have weight increased ("gained 60 lbs within a year/ weight gain"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and medically significant). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse"), post procedural discomfort ("patient tolerated the procedure with mild discomfort") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (gall bladder removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension, post procedural discomfort and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, intervertebral disc protrusion, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Event herniated disc was added. On 21-feb-2020: fu8 and fu9 were processed together. Concurrent condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic discomfort ('strong pressure in my pelvic area') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity, uterine bleeding, body mass index normal and gallbladder removal. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or "hypersensitivity" reaction: nickel reaction/ nickel allergy"), rash ("rashes or skin condition: generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("bladder or urinary problems or changes. : urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating") and was found to have weight increased ("gained 60 lbs within a year/ weight gain"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and medically significant). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse"), post procedural discomfort ("patient tolerated the procedure with mild discomfort") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (gall bladder removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension, post procedural discomfort and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, intervertebral disc protrusion, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (us food and drug administration, reference number: mw (B)(4)) on 18-may-2017. The most recent information was received on 20-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic discomfort ("strong pressure in my pelvic area") in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity and uterine bleeding. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 60 lbs within a year/ weight gain"), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel reaction/ nickel allergy"), rash generalised ("generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and medically significant). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse") and post procedural discomfort ("patient tolerated the procedure with mild discomfort"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (gall bladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash generalised, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension and post procedural discomfort outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash generalised, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. All lab tests were done and everything were normal . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5069419) on 18-may-2017. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic discomfort ('strong pressure in my pelvic area') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity, uterine bleeding, body mass index normal and gallbladder removal. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivitiey reaction: nickel reaction/ nickel allergy"), rash ("rashes or skin condition: generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("bladder or urinary problems or changes. : urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating") and was found to have weight increased ("gained 60 lbs within a year/ weight gain"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and medically significant). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse"), post procedural discomfort ("patient tolerated the procedure with mild discomfort") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (gall bladder removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension, post procedural discomfort and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, intervertebral disc protrusion, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event herniated disc was added. On (B)(6) 2020: fu8 and fu9 were processed together. Concurrent condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic discomfort ('strong pressure in my pelvic area') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and rash. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included nickel sensitivity, uterine bleeding, body mass index normal and gallbladder removal. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became heavier and heavier as time passed/ abnormal bleeding (menorrhagia)"), headache ("headache/ headaches"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivitiey reaction: nickel reaction/ nickel allergy"), rash ("rashes or skin condition: generalized rash"), stress urinary incontinence ("sui"), micturition urgency ("bladder or urinary problems or changes. : urgency"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("chronic bloating") and was found to have weight increased ("gained 60 lbs within a year/ weight gain"). In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and medically significant). In (B)(6) 2017, the patient experienced muscle spasms ("cramping legs and toes"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular period"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), incontinence ("incontinence which have got increasingly worse"), post procedural discomfort ("patient tolerated the procedure with mild discomfort") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (gall bladder removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals and dysmenorrhoea had resolved, the pelvic discomfort and weight increased had not resolved and the menstruation irregular, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome, incontinence, female sexual dysfunction, rash, stress urinary incontinence, micturition urgency, migraine, fatigue, abdominal distension, post procedural discomfort and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered abdominal distension, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, intervertebral disc protrusion, micturition urgency, migraine, pelvic pain, post procedural discomfort, rash, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Current weight 210 lbs. 5 coils visualized on left 5 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to nickel, vaginal bleeding, pelvic' pressure, pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event herniated disc was added. On (B)(6) 2020: fu8 and fu9 were processed together. Concurrent condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("strong pressure in my pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and intervention required). In (B)(6) 2017, the patient experienced headache ("headache") and muscle spasms ("cramping legs and toes"). On an unknown date, the patient experienced weight increased ("gained 60 lbs within a year"), menstruation irregular ("irregular period"), menorrhagia ("period became heavier and heavier as time passed"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower and incontinence ("incontinence which have got increasingly worse"). The patient was treated with surgery (hysterectomy will be done in 2017 to remove essure). At the time of the report, the pelvic discomfort had not resolved and the weight increased, menstruation irregular, menorrhagia, headache, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome and incontinence outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered back pain to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: all lab tests were done and everything were normal. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic discomfort ("strong pressure in my pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization and disability). In (B)(6) 2017, the patient experienced headache ("headache") and muscle spasms ("cramping legs and toes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 60 lbs within a year "), menstruation irregular ("irregular period"), menorrhagia ("period became heavier and heavier as time passed"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower and incontinence ("incontinence which have got increasingly worse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, menstruation irregular, menorrhagia, headache, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome and incontinence outcome was unknown and the pelvic discomfort had not resolved. The reporter considered back pain and pelvic pain to be related to essure. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: all lab tests were done and everything were normal. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-nov-2017: potential legal summon document received, new reporter, product stop date update and event pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5069419) on 18-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("strong pressure in my pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic discomfort (seriousness criteria hospitalization, disability and intervention required). In (B)(6) 2017, the patient experienced headache ("headache") and muscle spasms ("cramping legs and toes"). On an unknown date, the patient experienced weight increased ("gained 60 lbs within a year "), menstruation irregular ("irregular period"), menorrhagia ("period became heavier and heavier as time passed"), paraesthesia ("tingling in my fingers and legs"), hypoaesthesia ("numbness up one side of my leg"), back pain ("back pain in the area of the pressure in front"), asthenia ("no energy"), feeling abnormal ("brain fog"), irritable bowel syndrome ("ibs") with abdominal pain upper and abdominal pain lower and incontinence ("incontinence which have got increasingly worse"). The patient will be treated with surgery (hysterectomy will be done in 2017 to remove essure). At the time of the report, the pelvic discomfort had not resolved and the weight increased, menstruation irregular, menorrhagia, headache, muscle spasms, paraesthesia, hypoaesthesia, back pain, asthenia, feeling abnormal, irritable bowel syndrome and incontinence outcome was unknown. The reporter provided no causality assessment for asthenia, feeling abnormal, headache, hypoaesthesia, incontinence, irritable bowel syndrome, menorrhagia, menstruation irregular, muscle spasms, paraesthesia, pelvic discomfort and weight increased with essure. The reporter considered back pain to be related to essure. The reporter commented: an injury (hospitalization, disability, required intervention) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: all lab tests were done and everything were normal company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted on (B)(6) 2012 and experienced strong pressure in my pelvic area (understood as pelvic discomfort). A hysterectomy is planned in 2017 to remove the essure devices. Pelvic pain/discomfort is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned event. This case was classified as incident since a surgical intervention is planned. Additionally, non-serious events were reported. A product technical analysis and follow-up information are being sought.